Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6 and h10. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the e333 code was unable to be identified. However, a probable cause for the error code is due to a communication failure that may have occurred between the touch panel and printed circuit board which was caused by a faulty touch panel due to liquid on the touch panel and accumulation of dust on the touch panel and printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that the patient was not under anesthesia at the time of the error code and there was no delay to the intended procedure. The device restored to normal after being restarted. After the device was sent to the hospital department, the fault occurred twice in total, and was restored to normal after being restarted each time.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, dry stain was noted around the touch screen frame on the front panel of the device, there was no leakage trace on the inner frame and back of the touch screen, and dust was noted in the housing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During a receipt inspection for a diagnostic rhinoscopy procedure, an olympus field service engineer (fse) reported, the visera elite ii video system center exhibited e333 indicating a touch panel failure. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.